Event description:
Balloon would not inflate on the 2nd attempt. Infalted a first time, wouldn't on 2nd inflation. There was no injury to the pt, however, this was a post-arrest procedure and time was important.